Manufacturer narrative:
According to the limited information given in the complaint description, it cannot be determined if the dehp in the self-cath catheter (produced until 2022) caused the end user to develop bladder cancer. This is further supported by the following considerations: ¿ several common risk factors for bladder cancer identified through scientific literature, ¿ there is a lack of association between dehp and bladder cancer reported in scientific literature, ¿ the self-cath drainage catheter was biocompatible according to en iso 10993-1:2020 and the FDA guidance ¿use of international standard iso 10993-1¿ (2020) also before dehp was removed from the product, ¿ no warning against dehp was needed according to cal prop 65 as concentration levels were below the required thresholds of nsrl and madl. Therefore, it is concluded that it is unassessable if dehp from the self-cath catheter caused bladder cancer in the end user. Relevant risks are covered by the product risk assessment and evaluated to have a severity of 4 and a probability (p2) of 3.

Event description:
According to the available information, this complaint concerns a male end user. He has reported that he has bladder cancer and that it was caused by dehp in self cath male olive tip coude intermittent catheters which he has used for many years. No further information is available at this time. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. When additional facts prompt us to alter or supplement any information or conclusions contained in this original MDR, a follow-up report will be submitted.

Event description:
According to the available information, this complaint concerns a male end user. He has reported that he has bladder cancer and that it was caused by dehp in self cath male olive tip coude intermittent catheters which he has used for many years. No further information is available at this time. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. When additional facts prompt us to alter or supplement any information or conclusions contained in this original MDR, a follow-up report will be submitted.